Event description:
As it was reported by the sales-rep: "when the physician went to remove the optease vena cava filter, he noticed that the filter migrated down a couple of centimeters".

Manufacturer narrative:
The product is not available for evaluation and testing. Add'l info will be submitted within 30 days upon receipt.